Event description:
It was reported the electrical cord emitted sparks several inches away from the switch. The customer had attempted to repair the unit itself, so we were unable to determine the cause of this incident.